Event description:
The device was replaced due to intermittent noise, no capture, and undersensing on a competitor atrial lead. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary testing revealed the device was at eri and programmed to vvi 65 bpm unipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device atrial lead impedance measured open on (B)(6) 2008. The ventricular lead impedance measured open on (B)(6) 2008. Analysis of the memory dump was inconclusive if there were wire bond lifts before or after explant because the explant date is not available.